Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that due to patient privacy laws, the managing hospital will not communicate any further patient outcome information. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) and death. No further information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had suffered from an untreatable ischemic pancreatitis, followed by a progressive multiple system organ failure (mof) which ultimately led to the patient's death on (B)(6) 2024. There were no device related issues reported and the patient's outcome was not device or therapy related. The device was not explanted.